Event description:
It was reported the customer was taken to the ER for low blood glucose. Prior to hospitalization the customer started to have insulin reactions for several days. Troubleshooting was performed. The reservoir volume display did not match with the actual reservoir volume. It was also reported the customer was on a medication due to shoulder dislocation and infection.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.